Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. The event date used in this report is (B)(6) 2018. That was the day the infection was discovered and a revision procedure was carried out for irrigation and debridement. The retention plate that had fallen in the patient body was discovered during this process and was removed from the patient body. The initial procedure was carried out on (B)(6) 2017 when the retention plate fell in the patient. Since it was discovered only after the onset of infection in march, that date is used as the event date since that was the day the adverse event was discovered. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4)-incomplete. The expiration date is not currently available. Associated medwatches: 1221934-2018-50370, 1221934-2018-50371, 1221934-2018-50372, 1221934-2018-50374.

Event description:
It was reported by the sales rep that the patient had four healix advance knotless br 5.5 mm anchors implanted during a rotator cuff repair on (B)(6) 2017. The case was completed without any known issues at the time. The patient went back on (B)(6) 2018 due to pain and it was discovered that the patient had developed an infection. An open irrigation and debridement was performed to treat the infection. While treating the infection it was discovered that an expressew iii auto capture retention plate had fell off the device and was left in the patient during the original procedure. The plate was removed and the patient was treated with antibiotics and other medicine for the infection. The sales rep also mentioned that osteolysis was mentioned as well as the patient being immunocompromised. No new anchors were implanted into the patient, instead the bone holes were filled with antibiotic filled beads. The sales rep stated per the doctor that the patient will not be returning for another rotator cuff repair. The devices were discarded by the customer.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch. A follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. Further, a review into the depuy synthes mitek complaints system revealed one dissimilar complaint for this lot of devices with the product code that were released to distribution. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. From eto sterilization certificate provided by the manufacturer: "no growth from bacillus atrophaeus (subtilis var. Niger) has been detected. The microbiological acceptance criteria of the cycle were in compliance with validated specifications of cycle #: 06 revision: 2" from the healix IFU: "adverse effects of absorbable implanted devices include mild inflammatory and foreign body reactions. Broken needles may result in extended or additional surgeries or residual foreign bodies. Inadvertent needle sticks with contaminated surgical needles may result in the transmission of blood-borne pathogens." UDI: (B)(4).